Manufacturer narrative:
Additional information has been requested from the field. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the pace/sense channel of the lead. The physician suspected the issue to be due to a distal lead fracture. It was noted that the shock channel of the rv lead was mostly clear of noise and impedances were stable and within range. Upon review of electrograms (egms), boston scientific technical services (ts) stated the noise did not appear to be of cardiac origin but could not be more specific due to low signal amplitude. Ts also advised that lead fracture typically does not occur distally but rather at the device pocket level. The physician planned to open the device pocket to investigate the patient's leads and ts suggested several methods for testing lead/system integrity prior to doing so. There were no instances of asystole or inappropriate therapy reported. No further information is available at this time. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating no revision has taken place for this patient nor is revision planned for the future. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.